Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3 and a mean pressure gradient of 1mmhg. A steerable guide catheter (sgc) was prepared for use and inserted. However, after removing the dilator, a loss of fluid column was observed, requiring aspiration. The sgc was able to hold column. And continued for use. However, after the sgc crossed the septum, an st-segment elevation was observed on electrocardiogram (ECG), requiring medication administration. The st-segment elevation returned to baseline. The sgc was continued for use. A mitraclip xtw clip delivery system (cds) was prepared for use. However, while preparing the clip, it was observed that one gripper was lowering more than the other. It was noted that it was debated whether the clip was at 120 degrees or too wide open. While flushing the dc shaft, it was observed that there were more air bubbles than the previous clip. The cds handle was slightly moved forward and backwards per the instruction for use (IFU), and it was observed that there was no air left. The clip was then inserted, and grasping was performed. However, the gradient increased to 6mmhg. The leaflets were ungrasped, and the clip was removed from the patient. A mitraclip nt was inserted and deployed on the mitral valve., reducing mr to a grade of 1 and reducing the pressure gradient to 3mmhg. There was no clinically significant delay in the procedure.